Manufacturer narrative:
11/13/1998- supplemental report sent to FDA. All of the instruments involved with the trocar were not returned, therefore, the exact cause of the condition could not be reliably determined.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument leaks; pneumoperitoneum. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.